Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burned c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: used of high-energy instruments (laser, high frequency, etc.) Without maintaining sufficient distance from the sensor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.